Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high, out of range shock impedance measurement (125 ohms). There was no noise noted. There has been no intervention at this time. No adverse patient effects were reported. The system remains in service.